Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer accidentally closed the car door onto their pump and the touchscreen is now shattered and no longer functional. Customer reverted to a back up, non-tandem pump for continued insulin therapy. Reportedly, customer's blood glucose level dropped to 30 mg/dl and was hospitalized while they were using their non-tandem back up pump. Customer indicated there was no impact to customer's blood glucose level from the time the reported issue occurred to when they reverted to their back pump.